Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 400 mg/dl) and a bolus was delivered to address the bg level. The contact and the customer's healthcare provider thought that the pump was the cause of the high bg. Tandem technical support was unable to troubleshoot as the customer was not currently experiencing a high bg.